Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned device had the tip of the balloon pulled off of the shaft. This can occur with aggressive use of the device. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.

Event description:
It was reported that before an unknown procedure, it was found that the balloon was burst. The device was unused for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.